Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing disconnected mode. A technical support specialist called back the pharmacy and spoke with user to provide an update. It was confirmed via rss that the server had come back online and that all patient and system data were successfully crossing over to pyxis. As a workaround, the local it team was contacted and resolved the issue on their end by restoring the server connectivity. The customer was informed that the ticket could be closed, and they were advised to call back and reference the ticket if the issue reoccurred. The issue was confirmed as resolved by the local it team. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were showing disconnected mode, and the customer mentioned that the server had gone down about one hour earlier. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.